Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 480 mg/dl and insulin injections were administered. Customer alleged pump was not working. Due to elevated bg, customer's vision was blurry. Customer's spouse performed a system check with tandem technical support and no device issues were identified. Recommendation was made for the customer to discuss the event with a healthcare provider. Contact acknowledged. Although multiple attempts were made to confirm customer's blurry vision had resolved, no reply was received.